Event description:
It was reported that during the pre-use check, a crack was found in the connector. No patient involvement or injury.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: one device and two photos were received for investigation. Visual inspection showed the proximal end female luer connector was observed to be cracked. The production floor was audited to identify any potential operation or behavior that could cause a cracked luer connector of this part. No faults were identified. Based on the sample returned by the customer it was not possible to replicate the failure or confirm it as manufacturing process caused. After reviewing the mitigations that are performed during the manufacturing process to detect damaged connector, the root cause is that the female luer connector became damaged after the product left manufacturing facilities. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No actions taken.